Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27mar2024.

Event description:
Patient reported a right side ¿fluid buildup around the right implant", "the fluid was removed with paracentesis," ¿feels pain,¿ and ¿chronic active inflammation.¿ the device remains implanted.

Manufacturer narrative:
The event of skin inflammation/irritation is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, a right side ¿fluid buildup around the right implant". "The fluid was removed with paracentesis". ¿feels pain¿ and ¿chronic active inflammation¿. The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain, skin inflammation/irritation.

Event description:
Patient reported a right side ¿fluid buildup around the right implant", "the fluid was removed with paracentesis," ¿feels pain,¿ and ¿chronic active inflammation.¿ the device remains implanted.